Event description:
Related manufacturer reference number: 1627487-2019-04373. Follow up information received that the patient has effective therapy.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2, mfg report reference: 1627487-2019-04373. It was reported that the patient experienced lead migration. X-rays were taken and it showed two leads had migrated. The patient also experienced ipg site discomfort (mfg report reference: 1627487-2019-04371). The patient plans to undergo surgical intervention.

Event description:
Device 1 of 2, mfg report reference: 1627487-2019-04373. Follow up information received that the patient underwent replacement surgery on (B)(6) 2019. The patient had the two migrated leads replaced as well as the ipg (mfg report reference: 1627487-2019-04371).